Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation, the pump alarmed for a system error 322, which was cleared. The device was restarted and the evaluation was continued. Review of the device history log does not show any additional system error 322 alarms. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
During baxter's evaluation, a device alarmed for a system error 322. There was no patient involvement as this occurred during baxter's evaluation.